Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that foreign parts can be seen inside packaging. No harm to patient as device was not opened. Visual inspections reveals that the package was not opened, and it can see some foreign material inside the package. Therefore, the device was sent to supplier for further evaluation. Supplier evaluation result for vapr clplse90 electrode w hand cntrls: the device was received in a sealed blister. Five individual pieces of contamination were visible within the blister. Finally, it was unclear what the contaminate was. Supplier summary: the initial customer complaint stating that there were foreign parts inside the packaging was confirmed. Five individual pieces of contaminate was visible inside the sealed blister. It is unclear what the contamination is and therefore will require further analysis to identify. The visual inspection has confirmed the foreign parts reported by the end user. Further investigation will be required to determine what the unknown particles seen are and if they are within the permitted acceptance criteria for foreign material (fm) in sterile barrier packaging according to the visual inspection procedure. A CAPA request has been initiated to investigate this defect further in an effort to determine root cause and identify corrective actions. A review of our complaint records over the last 12 months shows no other complaints have been received for particles or contamination inside the electrode blister and this incident appears to be an isolated case. A manufacturing record evaluation was performed for the finished device [u1912058] number, and no non-conformances were identified. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: a manufacturing record evaluation was performed for the finished device [u1912058] number, and no non-conformances were identified. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported by the affiliate via email that foreign parts of the vapr clplse90 electrode w hand cntrls can be seen inside packaging. No harm to patient as device was not opened. No delay in surgery. Surgery completed with same like device. Additional information received from the affiliate reported the device was not used or open. It was also reported the failure was discovered pre-op and there was no harm to patient